Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device would start to charge energy and then halt followed by a "no shock advised" prompt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.